Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency department with bilateral frontal lobe subarachnoid hemorrhage (sah). The patient's power consumption was stable when the history was reviewed. No hazard alarms were noted. The patient's mean arterial pressure (map) was stable at 74mmhg. There were no unusual events seen within the log files. The mcs equipment is operating as expected. Additional information was received that the patient had restarted lovenox prior to the event. Diagnostic testing included a head CT. The patient's symptoms resolved and they were stable. Plan of care is to follow up with neurology and stop anticoagulation.